Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm found moisture in the purge filter and as a precaution replaced the purge filter, solenoid driver pcb, drive manifold, and shuttle transducer. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use in patient the cs300 intra-aortic balloon pump (iabp) alarmed maintenance code #3 (balloon transducer offset failure). The end user stated that no other problems or alarms prior. The iabp was swapped successfully to continue therapy. The end user removed the iabp with the maintenance alarm from service and tagged it for biomedical engineering. There was no harm or injury to patient and no adverse event was reported.